Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow-up report once available. Device was not available for evaluation as it was scrapped by the customer.

Event description:
Following the information provided the customer left the bed in the storage area and in the morning arjo engineer found it with bent frame and partially detached side rail (lower arm detached). The bed has been scrapped, therefore the evaluation is not possible. There are no details about the circumstances of damage available. There is no indication of patient involvement or any injury sustained.

Manufacturer narrative:
Based on the available information the root cause of the investigated malfunction cannot be defined. The instructions for use for enterprise 5000x (746-577-en rev. 17) includes the instructions for safe operation to avoid damage of the bed as follows: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement"; "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories". Arjo device failed to meet its performance specification since the side rail was detached and the frame was bent. It is unknown if the bed was used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to detachment of safety side lower arm from the bed.

Event description:
Following the information provided the customer left the bed in the storage area during the night and in the morning arjo engineer found it with bent frame and partially detached side rail (lower arm was detached). The bed has been scrapped, therefore the evaluation was not possible. There are no details about the circumstances of damage available. There has been no indication of patient involvement or any injury sustained at the time of an event.